Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported issue was that the 8015 pc unit was reset to factory settings after returning from third-party repair. As a result, the network configuration and data set were not reloaded onto the device, causing it to fail in receiving updates. The customer was advised to transfer the network configuration and data set back to the device to resolve the issue.

Event description:
It was reported that the pc unit had a "bad battery" which has been repaired by the facility's third-party biomed. The device has been out of the facility's building for two months. When the customer (pharmacy tech) received the repaired device, it was noted that the pc unit was reset to "factory settings", and they were unable to transfer the latest data set. The customer called bd technical support for further assistance and was provided instructions on how to resolve the issue. There was no patient involvement.